Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment was cracked and the down arrow button was unresponsive. The customer's blood glucose was 146 mg/dl at the time of incident. The insulin pump was returned for analysis.